Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was returned for analysis. Returned product consisted of a rotalink burr catheter, the rotalink advancer, and the rotawire. The burr catheter and advancer were received attached together as a single unit and the rotawire was received inside the devices. The handshake connection, burr, sheath, and coil were microscopically and visually examined. There was blood in the sheath and the sheath was detached and torn. The housing was dismantled and it was found that the sheath was detached underneath the strain relief. The sheath was also kinked/twisted distal of the separation with the coil stretched in the same location. The separated ends of the sheath appeared to be jagged and damaged, which indicates that the separation was due to tensile overload. An attempt was made to remove the rotawire from the burr catheter; however, due to the damage of the coil and blood in the device it was unable to be removed. Functional testing was not able to be performed, as the returned rotalink advancer was returned with the damage and could not be hooked up to the console. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-04433. Reportable based on device analysis completed on 10-apr-2017. It was reported that the burr failed to advance towards the lesion. The target lesion was located in the coronary artery. A 1.25mm rotalink¿ burr and rotawire¿ were selected for use. During procedure, it was noted that the burr could not be delivered into the proximal lesion due to the lesion complexity. Also, it was noted that the rotawire got stuck with the rotalink¿ advancer so that it could not be used. The procedure was completed with a different burr and another of the same rotawire¿. No patient complications were reported and the patient's status was stable. However, device analysis revealed that the sheath was damaged and the burr was stuck on the wire.